Event description:
The complainant stated when using the intellidrive feature, the bed will travel forward so fast that the caregiver cannot keep up with the bed. When the handles are released, the bed continues to travel forward until the handles are pulled backwards but then the bed will not go into reverse, it travels slowly forward.

Manufacturer narrative:
The account replaced the intellidrive junction circuit board to repair the bed.